Event description:
It was reported during normal follow up that a device delivered a message stating that was at eol. The eol date was previous to the date of implant. The patient had previously had a cardioversion while the device was interrogated and no abnormalities were detected after the cardioversion was delivered. Firmware was delivered to the device and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.